Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel.

Manufacturer narrative:
Complaint conclusion: as reported by the sapphire registry, the patient had a cerebrovascular accident (cva) approximately 5 days post- index procedure. Approximately one month post-index procedure, the patient presented for a 30-day follow up visit, during which he reported that in 5 days post-procedure, he developed right hand numbness. He described his sensation to his primary care provided (pcp). The symptoms resolved decrementally. The patient was not hospitalized for this event and did not receive any treatment; his symptoms resolved on its own, as per physician note. The symptoms lasted greater than 24 hours and completely resolved. The physician note also stated that the patient indicated his pcp had ordered a head CT scan, however, at the time of the 30 day follow-up it was unclear whether the patient completed the CT scan. Nih stroke scale score was 0 and rankin score was 0 at the 30-day follow-up. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the proximal left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. Pre-procedure nih stroke scale score was 0 and rankin score was 0. The arch iii lesion was moderately calcified and eccentric. Delivery of the 5mm basket angioguard was attempted twice, but failed due to inability to track the device to the lesion. A non cordis embolic protection device was deployed past the lesion and the lesion was pre-dilated. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged on the same day. Approximately five days following the index procedure, the patient had a cva. The patient had their 30 day follow up and exited the study. It was reported that the event was device-related and procedure-related. The (B)(6) male patient has a medical history of first-degree relative with premature cad (female <65 y.o. Or male <55 y.o.), hyperlipidemia, history of smoking (>5packs of cigarettes), coronary artery disease, and high-risk criteria of age > 75. The device was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15902217 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.

Event description:
As reported by the (B)(4) registry, the patient had a cerebrovascular accident (cva) approximately 5 days post- index procedure. Approximately one month post-index procedure, the patient presented for a 30-day follow up visit, during which he reported that in 5 days post-procedure, he developed right hand numbness. He described his sensation to his primary care provided (pcp). The symptoms resolved decrementally. The patient was not hospitalized for this event and did not receive any treatment; his symptoms resolved on its own, as per physician note. The symptoms lasted greater than 24 hours and completely resolved. The physician note also stated that the patient indicated his pcp had ordered a head CT scan, however, at the time of the 30 day follow-up it was unclear whether the patient completed the CT scan. Nih stroke scale score was 0 and rankin score was 0 at the 30-day follow-up. Carotid artery stenting (cas) was performed on a 90% occluded lesion in the proximal left internal carotid artery of 20mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. Pre-procedure nih stroke scale score was 0 and rankin score was 0. The arch iii lesion was moderately calcified and eccentric. Delivery of the 5mm basket angioguard was attempted twice, but failed due to inability to track the device to the lesion. A non cordis embolic protection device was deployed past the lesion and the lesion was pre-dilated. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. There was no documented presence of air bubbles. The patient was neurologically intact upon leaving the angiography suite. The patient was discharged on the same day. Approximately five days following the index procedure, the patient had a cva. The patient had their 30 day follow up and exited the study. It was reported that the event was device-related and procedure-related.